Manufacturer narrative:
It appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The doctor then inserted the key into the lock and retracted the black sleeve. At this point, it was observed that the distal outer sleeve had separated from the joiner and remained covering the collagen but still on the device. The disc was collapsed and the entire device was removed. The staff converted to manual compression. Injury or complications noted.